Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with novosyn suture 4/0 and 5/0. The patient underwent a mastoplasty on an unknown date. Novosyn 3/0 was used in the dermis and 4/0 in the subcutaneous layers with continuous suture technique and square knots applied at the ends. About 2 months later postoperatively, it was noticed that the wound was not completely closed. The patient presented to the physician's office with this complaint and the suture was still visible in the subcutaneous layer. The result was a bad aesthetic outcome although the patient's health was not affected negatively. The physician felt that components of novosyn were not generally well tolerated based on past experience with other patients; it was noted "it happened many times, in more than 1 patient". Additional treatment and details were not specified. This report refers to novosyn 4/0. Associated medwatches: 3003639970-2019-00302.

Manufacturer narrative:
Samples received: one unopened pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample for analysis. Tightness test to the sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 1.52 kgf (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum) degradation test results conducted on the sample received fulfil b. Braun surgical (bbs) requirements. In the degradation test, thread is introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The result for the sample received is 1.06 kgf. B. Braun surgical requirement is 0.50 kgf in minimum. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: as indicated in the note/precautionary measures of the instructions for use of the product, "consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process." Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.